Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly due to inflation issues. A revision surgery was performed, upon examination pump malfunction was found. The pump and cylinders were explanted and replaced. No patient complications were reported.